Manufacturer narrative:
(B)(4). Batch # m56777 attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut was the cut line complete? How was the case completed? The analysis results found that a tlc75 device was received in good visual conditions and with a reload loaded in the device. The reload had the swing tab in the locked position, and the proximal 2 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the cartridge was tested for functionality and it fired as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the sales rep that during a bowel procedure, the stapler was defective. Staples didn't deploy. It is unknown how the case was completed. There were no patient consequences reported.